Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. X-ray review: in the post-op x-rays for t2-pelvis fixation no obvious hardware malfunction is identified. The patient by report is quadriplegia and there is very little soft tissue. The left side rod appears to be long, otherwise hardware placement appears appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with neuromuscular scoliosis and underwent construct fixation at t2-pelvis. Reportedly post-op, the set screw failed and patient had pseudoarthrosis. On (B)(6) 2018 the patient underwent revision surgery in which the construct was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.